Event description:
Allergan's device analysis lab received a lap-band with no information on reason for return. Additional information: health professional stated explant was due to "failure."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the tapered tubing nearest the access port had curved openings with leakage consistent with surgical damage-like punctures. No additional information has been reported to allergan regarding the serial number, catalog number, or implant date.